Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to patient). Product problem(s): "intermittent footswitch issues" (device stops intermittently). The customer reported the footswitch was working intermittently. The customer noted that the surgical day was completed with multiple reboots and continually switching the footswitch out. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The footswitch cable was replaced. The company service representative found one handpiece was not recognized. The customer stated they would replace the handpiece. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).